Manufacturer narrative:
The insulin pump functioned properly during the self test and displacement test. However, moisture damage was found on the electronic and motor assembly. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported moisture damage on the insulin pump. The insulin pump was ordered to be repaired and replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.